Manufacturer narrative:
H3: device not received by manufacturer. B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited an error and is missing the rubber o-ring that goes around the barrel. There was no patient harm/adverse event reported.

Manufacturer narrative:
D3 - manufacturing plant address, city, and zip corrected; d4: UDI corrected. One device was received for evaluation. Visual and functional testing was unable to verify or duplicate any functional problems. The service history review had no indication that the complaint was related to a service of the device within the review period.